Event description:
It was reported that the patient sought medical attention on (B)(6) 2026 with an infection that developed at the infusion site (arm) while wearing the pod between 4 and 24 hours. The site was reported to have been red, swollen, warm to the touch and have purulent discharge. It was also reported that the patient¿s blood glucose levels rose to 400 mg/dl. The patient was treated with cephalexin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.0. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived fully deployed. No damages or defects were observed that could have contributed to the reported infection at the infusion site. The formed needle was inspected under magnification and was observed to have no damages or defects. The cause of the reported infection at the infusion site could not be determined.